Event description:
It was reported that the screen on quick bolus button was not working. The device turns on when plugged into a power source. Customers' blood glucose level was impacted.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.